Event description:
A malfunction alarm was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to load a new cartridge, and the caller was able to successfully resume insulin delivery.